Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the handle on the small battery drive device heated up while in use with the battery casing device. According to the reporter, the cutter device was changed and the physician was able to continue the operation. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.